Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not alarmed after blousing. The customer¿s blood glucose levels was unknown. The customer was assisted with troubleshooting and reported that bolus was not delivered and did not hear the alarm. The insulin pump will not be returned for analysis.